Manufacturer narrative:
Addt'l info has been requested, and if received will be submitted on a supplemental report. This event created a serious injury in the past, and will be reported as a malfunction.

Event description:
The customer reported via the sales rep that when pushing on the universal rod, it broke. It is also reported that all pieces were recovered from the pt. No adverse consequences reported.